Event description:
It was reported to st. Jude medical that the ICD changed over 255 times. Each time, noise reversion occurred during the episode. When the ICD pocket was opened, lead damage was observed. Blood was also noted to be under the silicone.